Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility administrator (fa) reported the heparin line detached from the arterial line during a patient's hemodialysis (hd) treatment, causing blood loss. The estimated blood loss was unknown. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
A user facility administrator (fa) reported the heparin line detached from the arterial line during a patient's hemodialysis (hd) treatment, causing blood loss. Upon follow-up information received, the fa stated the line detached 30 minutes into the patient's hd treatment and caused the leak to occur at the bottom of machine under the heparin line connection site. The fresenius 2008t hemodialysis machine did not alarm. A fresenius dialyzer was also used during treatment. No damage was noted with the arterial line connector. The estimated blood loss was 50ml. Immediately following the event, the treatment was set up with new supplies on the same machine and the patient completed treatment. The machine was not removed from service. It was not indicated if the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility facility administrator (fa) reported the heparin line detached from the arterial line during a patient's hemodialysis (hd) treatment, causing blood loss. The estimated blood loss was unknown. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.